Event description:
It was reported that a patient underwent a premature ventricular tachycardia (pvc) ablation procedure with a thermocool smarttouch sf and the patient experienced right bundle branch block. During the case, a right bundle branch block was noticed. While they were mapping with a thermocool smarttouch sf in the pulmonary artery, they caused a right bundle branch block. While they were mapping, they saw v1 of the body surface lead went from a smooth narrow complex to a right bundle branch morphology. The right bundle branch block was still present at the end of the case. The injury was confirmed through evidence on the body surface 12 lead. The bundle branch block did not resolve on its own. There was no patient intervention was provided. The qrs complex was still narrow enough that the physician felt it was safe to just monitor the patient overnight and see how they did. The patient¿s last known status was stable and was currently recovering at the hospital and was staying there overnight. The bundle branch block did not resolve on its own, however, was reported that the bundle branch block was not life threatening. A temporary pacemaker was not used during the procedure. They believe the injury was caused by pressing in area close to bundle while mapping. The injury was caused by mechanical pressure that was applied in the area the bundle branch block was noticed.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer's ref. # (B)(4).